Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the guidewire came out on one side of the left ventricular (lv) lead and could not be advanced. This lv lead was not used, and the physician completed the procedure using a different lv lead. The patient condition was stable.